Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high pacing impedance, noisy non-sustained ventricular tachycardia episodes, and elevated sensing integrity counter (sic).  It was suspected the rv lead was fractured.  The lead was capped and replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.